Manufacturer narrative:
Serial number: (B)(4). For 4 of the 7 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. The power supply board was replaced to resolve 1 of the reported events, the main switch was replaced to resolve 1 events, the power and serial isolation cable was replaced to resolve 1 event, and the on/standby switch was replaced to resolve 1 event. For 2 of the reported events, the distributor performed checkout of the system. For 1 reported event a ge healthcare service representative performed a checkout of the system and did not confirm the reported event.

Event description:
This report summarizes 7 malfunction events. A review of the events indicated that model 1009-9000-000 anesthesia gas machine experienced unexpected shutdown. 2 units shutdown and lost the ability to mechanically ventilate, 1 unit shutdown unexpectedly, 1 unit shutdown during a case, 1 unit shutdown and restarted during a case, 1 shutdown during preuse checkout, 1 unit intermittently shutdown and failed to boot up. These reports were received from various sources. Of the 7 events, 4 did not involve patients, and 3 did involve patients. There was no patient information available.